Event description:
The customer reported that while the iabp was in use on a pt, the iabp alarmed "catheter malfunction". The pt expired. The hosp perfusionist stated that the hosp does not attribute the pt's death to the iabp.

Manufacturer narrative:
The company service rep was unable to duplicate the reported problem. However, he observed "no trigger" and "augmentation below set limit" alarms in the fault logs. Please note that the cs300 iabp alarm scheme does not include a "catheter malfunction" alarm. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The customer's biomed stated that he does not believe that there was any malfunction of the iabp. The company rep was also informed by the biomed that the pt had severe restless leg syndrome that would cause his legs to constrict to his chest, which could have caused a "check iab catheter" alarm. This scenario would be consistent with the "no trigger" and "augmentation below limit set" alarms observed in the fault logs.